Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a regular absorbency tampon, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.